Event description:
One day following implant, the device was unable to be interrogated. When attempting to retrieve the serial number, it was noted that a demonstration model was inadvertently implanted. The device was immediately explanted and antibiotic treatment was ordered. The patient was stable and no device was implanted.